Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer parent that the customer received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 159 mg/dl at the time of the call. The customer used the pump to treat. The customer was wearing the insulin pump during the incident. The customer's endocrinologist stated the pump was over delivering. Troubleshooting was completed and the pump failed the high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and dat test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted during testing. Device uploaded properly using care link. Device had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.